Event description:
It was reported that during prep for use of the shaver unit, it was noticed that the unit did not react properly to manual signals. Further, the customer stated that when they tried to activate it with the hand and foot switch, the unit was reacting only on selective signals. During service, it was also observed that the hand switch assembly might have not been tight.

Manufacturer narrative:
Upon receipt of the product, continuous activation was observed and confirmed. The shaver was connected to the crossfire console (delivers power) along with a footswitch. The shaver buttons intermittently functioned and switched modes on its own. If the shaver button is activated on its own, other buttons will not function when pressed or could not be controlled by footswitch. The shaver was tested; no sign of leaks were noticed. The shaver passed high potential voltage at the cable and leak test. The key pad and the switch plate were removed and a good amount of adhesive was present around the keypad and switch place screw holes. The tape that is wrapped around the solder joint is loosely wrapped around once. Moisture was found under the solder joint tape and under the membrane flex on the motor flex tail. The antenna and motor were inspected and no moisture was found. The root cause was traced to water ingress around the membrane switch. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.